Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("intense abdominal pain / worsening of pain") and general physical health deterioration ("deterioration of her general health due to pain") in a 37-year-old female patient who had essure (batch no. E36572) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, endometriosis, laparoscopy, delivery in 2007, delivery in 2010 and general anaesthesia. Previously administered products included for an unreported indication: copper iud. Past adverse reactions to the above products included menorrhagia with copper iud. Concurrent conditions included retroverted uterus. Concomitant products included eugynon (trinordiol). In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, 3 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced menorrhagia ("very abundant menstrual bleeding"). On an unknown date, the patient experienced general physical health deterioration (seriousness criterion medically significant). The patient was treated with morphine sulfate (skenan), nsaid's, oral contraceptive nos and surgery (3d ultrasound was done and laparoscopy was planned to be performed). Essure treatment was not changed. At the time of the report, the abdominal pain had not resolved, the menorrhagia had resolved and the general physical health deterioration outcome was unknown. The reporter provided no causality assessment for abdominal pain, general physical health deterioration and menorrhagia with essure. The reporter commented: physician reported that the essure insertion procedure was performed with no difficulties in (B)(6) 2016 (however the operative report stated that insertion occurred on (B)(6) 2016). One week after the procedure, patient experienced worsening of pain, requiring initiation of treatment with a morphine-derivative, as well as accentuation of her menstrual periods starting on (B)(6) 2016. Physician referred the patient to the hospital centre, gave the imaging to the patient and she left for hospital the following day. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in 2016: both inserts correctly in place. Ultrasound scan - in 2016: both inserts correctly in place. On (B)(6) 2016: gynecological examination during insertion: placement without difficulties. On unspecified date: 3d ultrasound: both inserts correctly in place on unspecified date: inflammatory work-up: entirely negative. Pelvic ultrasound (continuation): empty bladder. The uterus is in median position, normally anteverted, measuring 73 mm in length for 46 mm in width and 34 mm in thickness. No focal myometrial or endometrial abnormalities. Endometrial fundus measuring 6 mm. The right ovary is positioned towards the recto-uterine pouch and measures 38 mm in large axis for 20 mm in thickness. Follicular cyst measuring 17 mm in diameter. The left ovary measures 32 mm in large axis for 20 mm in thickness. No signs of hydrosalpinx. No effusion in recto-uterine pouch. Procedure notes: it was easy. Hysteroscopy with saline solution. Visualisation of tubal ostia: difficult, withdrawal of iud. Endometrium: nad. Synechiae: no. Polyps: no. Myoma: no. Difficulties found: retroverted uterus. Loss of resistance: no. Spasms: no. No peri-operative complications. Need to use contraception for 3 months. Number of trailing coils on right: 4. Number of trailing coils on left: 4. Duration of procedure was less than 15 min. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2018: update of quality-safety evaluation of ptc (FDA codes updated). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of procedural pain ("severe pain since essure insertion") in a (B)(6) female patient who received essure. The patient's past medical history included parity 2, endometriosis and laparoscopy. On (B)(6) 2016, the patient started essure. On (B)(6) 2016, 1 day after starting essure, the patient experienced procedural pain (serious criteria medically significant and clinically significant/intervention required). The patient was treated with morphine sulfate (skenan), nsaid's and surgery (3d ultrasound and laparoscopy were planned to be performed). Essure treatment was not changed. At the time of the report, the procedural pain outcome was unknown. The reporter provided no causality assessment for procedural pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: ultrasound scan result was correct placement. On an unknown date: x-ray result was correct placement. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced severe pain since essure insertion. It was reported that a 3d ultrasound and laparoscopy were planned to be performed. The event is regarded as anticipated according to the reference safety information for essure. Pain during essure insertion procedure may occur. Based on a compatible temporal relationship, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention will be required. Further information and product technical analysis are being sought.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-feb-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: e36572 - production date: 5-oct-2015 - expiration date: 28-oct-2018. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2017: updated quality safety evaluation of ptc (since now lot# e36572 reported). Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced intense abdominal pain / worsening of pain and deterioration of her general health due to pain. Remedial therapy was given. It was reported that a 3d ultrasound and laparoscopy were planned to be performed. The event intense abdominal pain / worsening of pain is regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. Abdominal pain during essure insertion procedure may occur. Based on a compatible temporal relationship, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention will be required. Additionally, non-serious event was added. Based on initially provided information, a product quality defect could not be confirmed but is considered plausible. However, the reported medical event is not indicative of a quality deficit per se. No further information is expected.

Manufacturer narrative:
The patient's past medical history included parity 2, endometriosis, laparoscopy, delivery, delivery and anesthesia procedure. Previously administered products included copper iud with an associated reaction of menorrhagia. Concurrent conditions included retroverted uterus. Concomitant products included eugynon (trinordiol). In (B)(6) 2016, the patient started essure. After the insertion, patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and clinically significant/intervention required). On (B)(6) 2016, the patient experienced menorrhagia ("very abundant menstrual bleeding"). On an unknown date, the patient experienced general physical health deterioration (seriousness criterion medically significant). The patient was treated with morphine sulfate (skenan), nsaid's, oral contraceptive nos and surgery (3d ultrasound was done and laparoscopy was planned to be performed). Essure treatment was not changed. At the time of the report, the abdominal pain had not resolved and the menorrhagia had resolved and the general physical health deterioration outcome was unknown. The reporter provided no causality assessment for abdominal pain, menorrhagia and general physical health deterioration with essure. The reporter commented: physician reported that the essure insertion procedure was performed with no difficulties in (B)(6) 2016 (however the operative report stated that insertion occurred on (B)(6) 2016). One week after the procedure, patient experienced worsening of pain, requiring initiation of treatment with a morphine-derivative, as well as accentuation of her menstrual periods starting on (B)(6) 2016. Physician referred the patient to the hospital centre, gave the imaging to the patient and she left for hospital the following day. Diagnostic results (normal ranges are provided in parenthesis if available): in 2016: abdominal x-ray result was both inserts correctly in place and ultrasound scan result was both inserts correctly in place. On (B)(6) 2016: gynecological examination during insertion: placement without difficulties. On unspecified date: 3d ultrasound: both inserts correctly in place on unspecified date: inflammatory work-up: entirely negative. Pelvic ultrasound (continuation): empty bladder. The uterus is in median position, normally anteverted, measuring 73 mm in length for 46 mm in width and 34 mm in thickness. No focal myometrial or endometrial abnormalities. Endometrial fundus measuring 6 mm. The right ovary is positioned towards the recto-uterine pouch and measures 38 mm in large axis for 20 mm in thickness. Follicular cyst measuring 17 mm in diameter. The left ovary measures 32 mm in large axis for 20 mm in thickness. No signs of hydrosalpinx. No effusion in recto-uterine pouch. Procedure notes: it was easy. Hysteroscopy with saline solution. Visualisation of tubal ostia: difficult, withdrawal of iud. Endometrium: nad. Synechiae: no. Polyps: no. Myoma: no. Difficulties found: retroverted uterus. Loss of resistance: no. Spasms: no. No peri-operative complications. Need to use contraception for 3 months. Number of trailing coils on right: 4. Number of trailing coils on left: 4. Duration of procedure was less than 15 min. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure insertion procedure details received, event added: deterioration of her general health due to pain. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced intense abdominal pain. Remedial therapy was given. It was reported that a 3d ultrasound and laparoscopy were planned to be performed. The event is regarded as anticipated according to the reference safety information for essure. Abdominal pain during essure insertion procedure may occur. Based on a compatible temporal relationship, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention will be required. Additionally, non-serious event was added. Based on initially provided information, a product quality defect could not be confirmed but is considered plausible. However, the reported medical event is not indicative of a quality deficit per se. Since lot number was provided on follow-up, an updated technical analysis is expected.